Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images to confirm the reported event. Review of the reported information suggests intra-operative surgical technique may have contributed to the alleged event. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity."

Event description:
On (B)(6) 2020, patient underwent an extreme lateral interbody fusion (xlif) procedure at l4 to l5 vertebral levels. During the procedure, a dural tear occurred. The dural tear was repaired and the procedure was completed without any reported issues.